Event description:
Information was received indicating when removing the smiths medical deltec gripper plus needle from the patient, it should be collected in the base, but the safety device did not work. No adverse effects were reported.